Event description:
It was reported that during the implant attempt, the screw would not deploy. The lead was removed from the patient; the physician tried to deploy the screw on the table and it still would not come out. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. (B)(4).